Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included an electrical and mechanical adjustment to address the reported problem with the system freezing up, specifically related to errors pointing to the foot tray assembly. The system was tested and verified as ready for use following these adjustments.

Event description:
It was reported that during prior to starting, the system was frozen and the ergonomics on the console were causing an error. Technical support guided the staff to power off the system and check under the foot tray, where a needle cap was found and removed. After ensuring there were no obstructions, the system was powered back on, but the issue persisted. The ergonomics feature was disabled, allowing the procedure to resume. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the foot tray adjustable mechanism (ftam) due to the faults on the system. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ftam was analyzed and found to fail the foot tray calibration when installed on a test fixture. Fa determined based on the errors that the issue was due to an encoder sensor issue with the ftam. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an encoder issue on the ftam.

Event description:
Refer to h11 for follow-up information.